Event description:
During a breast biopsy procedure, after initialization the device made a breaking noise. At the sample mode the suction did not operate properly. There was no pt consequence. A second mhhii was used to complete the case.